Event description:
Customer's parent called to report child was hospitalized for high blood glucose of 437 with large ketones. Customer denies having scar tissue, any leaks, air, bend or kinks in tubing. Troubleshooting was performed. There were no audible tones or beeps during test.